Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had end-stage kidney disease. The patient underwent regular hemodialysis; at 13:59 on the event date, the patient presented with pruritus on the skin in both feet and abdominal pain. Dexamethasone sodium phosphate injection (5 mg) was immediately administered via intravenous injection. The above symptoms were relieved 20 minutes later. There was nothing unusual observed on the device prior to use. Priming was done with normal results. There was no blood loss, and a blood transfusion was not performed. The product was replaced as a remedial action due to the event and the intervention/treatment required as a result of the event. The treatment was completed after the remedial action was done.